Event description:
Vascular occlusion [vascular occlusion] , rha3 in chin area [off label use] . Case narrative: united states report received from a nurse via company representative on (B)(6) 2025, refers to 24-year-old female patient who had received rha 3 on (B)(6) 2025 (also reported as last wednesday) for an unknown indication. The patient's medical history was not provided. Concomitant medications, and food supplements were not provided. The patient was not allergic to any drug or food. Unknown volume of rha 3 was applied 1 cc deep into the chin via needle injection technique. It was not reported if cannula was used for the administration. Lot# and expiry date not provided. On (B)(6) 2025, the patient experienced vascular occlusion. The patient's treatment for the event included the use of approximately 17 vials of hyaluronidase without resolution, with capillary refill taking 5 to 6 seconds. The patient was initiated on treatment with doxycycline and prednisone subsequently. Also, the patient was taking aspirin, heparin, topical antibiotics and topical nitroglycerin, would seek hyperbaric oxygen therapy. On (B)(6) 2025, the patient received more (unspecified amount) hylenex and was on a number of other medications (not specified) to help with the event. The patient was closely monitored by the practice. At the time of report, outcome of the event vascular occlusion was not resolved. The intensity of the event vascular occlusion was not reported. The rha3 product was not available for return. Causality assessment per reporter between event of vascular occlusion and rha3 was not provided. Health effect: clinical code: e2328, obstruction/occlusion, health effect ¿ device code: a2304, off-label use, no additional information was available at the time of this report. Company comment: a 24-year-old female patient received unknown volume of rha3 deep into the chin via needle technique and experienced vascular occlusion the next day of administration. Using rha 3 deep in the chin is considered off-label, in terms of both the anatomical area and the administration depth. A causal relationship between the rha3 and reported vascular occlusion was assessed as possible based on the suggestive temporal relationship and lack of alternative etiologies that can be identified based on the information reported. The company will continue monitoring the benefit-risk profile for the product.